Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.

Event description:
Health care professional: reports hemochron response problem. Customer claims having problems with the hemochron response tube clotting and having to pull the tube after 600 second (per protocol).